Event description:
It was reported during unrelated procedure that the right ventricular lead exhibited an insulation breach. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.